Manufacturer narrative:
H6- clinical code: 4581- significant reduction of iridocorneal angles, and shallowing of the ac secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, elevated iop, significant reduction in iridocorneal angles, and shallowing of the anterior chamber. In a separate visit the lens was explanted. In a third visit a replacement lens of shorter length was implanted. The replacement lens resolved the problem.